Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 2 days after the sensor had been inserted in the arm. After dinner on (B)(6) 2024, the patient¿s cgm reading was 117 mg/dl, and no bg reading was documented. 2 hours later, the patient experienced malaise, blurred vision, shaking, disorientating, headache, and shaking. The patient did a fingerstick and her bg was reading at 40 mg/dl and the cgm was reading high. The patient self-treated with a glucagon gel. The patient's roommate decided to call the emergency service number as the patient¿s cgm remained as high, but the bg reading was still low. When the emergency service arrived, the paramedics did a fingerstick and the patient¿s bg reading was at 60 mg/dl while the cgm reading was still showing high. No medication given by the paramedics. The patient was transported to the emergency room and the patient was given juice to bring her glucose to normal range. The patient could not recall other medication given to her except juice. At the emergency room, the bg reading was checked which was 108 mg/dl and the cgm reading was still high. The patient was stayed in the emergency room for 5 hours and was discharged on that same day. The doctor advised the patient to remove and replace the wearable. At the time of report, the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid calculator at the time of the event. The reported glucose values fall within the d zone of the parkes error grid calculator when the patient was tested by the paramedics. The reported glucose values fall within the c zone of the parkes error grid calculator when the patient was tested at the emergency room. No additional patient or event information is available.